Event description:
Information received by medtronic indicated that the customer reported battery failed. Troubleshooting was performed and found battery failed alarm and found pump error 23 alarm. No harm requiring medical intervention was reported. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.